Event description:
While an oiympus field service engineer (fse) was on site during a routine maintenance visit, the customer noted that the air pump on his evis exera iii xenon light source was not functioning properly. The fse checked the subject device and discovered that the black pin was broken inside the light source on the connector side. Consequently, the front panel leds were failing due to a system failed caused by the poor connection. This event had no patient involvement.

Manufacturer narrative:
As noted in b5, this event was reported while the fse was on-site during a routine maintenance visit. After confirming the failure, the fse also noted that when the scope was connected to the air pump, the led was not highlighted on the front panel and not able to operate. Additionally, the air pump was not functioning properly. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not duplicated. It was determined that the front panel led blinked and had a temporary malfunction due to dust in the unit. It was also possible that the scope could not be recognized due to broken hinge. Since no further information could be obtained, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.